Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement (tvr) procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe, or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, the sapien valves are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by edwards implant patient registry (ipr), approximately 1 year 10 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve inside a surgical valve, the valves were explanted, and a new 23 mm surgical valve was implanted. The cause of the valve explant is unknown at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information from medical records and from the investigation. The following sections of this report have been corrected/updated: b1 (report type), b7 (other relevant history, including preexisting medical conditions), h6 (health effect - clinical code, device code, type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). Additional information was received via medical records revealing approximately 1 year post transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, the patient reported feeling worse than pre-tavr. A transesophageal echocardiogram (tee) was performed revealing the mean gradient was 79 mmhg with severe mitral regurgitation (mr) and severe tricuspid regurgitation (tr). The patient was treated with diuretics. The 23 mm sapien 3 ultra valve was noted to be severely stenotic/structurally degenerating and it was recommended that the patient undergo an open aortic valve replacement (avr). Approximately 1 year 10 days post tavr procedure, the patient underwent the avr procedure. The valves were explanted. The pathology report for the explanted valves revealed no vegetations. During the explant, it was reported that there was "a good degree of debris noted between the leaflets"; however, this was stated after the 23 mm sapien 3 ultra valve was freed up from the surgical valve. It was unclear if the "debris" was on the 23 mm sapien 3 ultra valve or surrounding it. The valve was crushed during explant and the 23 mm sapien 3 ultra valve leaflet tissue was disrupted and torn during the explant. The native valve tissue had also been submitted and it was noted to be calcified and fibrous. It appeared that the patient's triple valve disease coupled with other significant risk factors contributed to the re-stenosis of the 23 mm sapien 3 ultra valve which required the valve to be explanted. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, there was no imagery provided for evaluation. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). In this case, the valve stenosis that resulted in the valve being explanted was confirmed based on the provided medical records. Although a definitive root cause was unable to be determined at this time, it is possible that patient or procedural factors identified in the technical summary and described above contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.